Event description:
During use of the intra-aortic balloon, the pump's continuous helium loss alarms were occurring, and blood was noticed in the catheter tubing. The iab was removed from the pt with no complictions.